Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection on the returned product noted few gouges and deformations on the patellar implant. Bone cement was returned hardened and has an imprint of the patella button. A dimensional analysis performed on the returned product and noted the product is conforming to print specifications. DHR was reviewed and no discrepancies were found. Review of the event determined that the root cause could have likely been attributed to the bone cement setting up past the point of integration with the bone/implant and/or blood, fat, or saline contaminated the surface of the implant/cement; however, root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Concomitant products: catalog #: 402282, cobalt hv bone cement 40g, lot # 691980. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a total knee arthroplasty. During the procedure following the implantation of the patella button with bone cement, the patella button was easily lifted off the bone cement. The bone cement also lifted off of the patient's bone; it did not adhere. A new batch of bone cement was mixed (the same lot) and a new patella button was implanted without issues.